Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary as reported, an ncircle delta wire tipless stone extractor was found unable to function, when removed from its packaging prior to an unspecified procedure. Another same device was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. One device returned to cook for evaluation, coiled up in open packaging. The basket formation is partially deployed. The support sheath is bowed, likely due to customer repack. The handle does not actuate basket assembly. When handle is manipulated, basket sheath buckles at end of support sheath. The handle was disassembled. Basket assembly could not be manually actuated. A document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot revealed one related non-conformance for ¿the basket not being able to close¿ in which 22 devices scrapped; the same failure mode reported by the user. The nonconformance documentation did not list a cause for the issue. The complaint devices were not returned, preventing a cause from being determined. It is possible that the recorded non-conformances were related to this incident, but a relationship could not be conclusively determined. A lot history search found one other complaint had been reported for this lot. It was possible the complaints had the same failure mode, but without one of the complaint devices returned, there was not enough evidence to confirm they were related. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification and suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damaged could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510k exempt. H3: device has been returned and preliminary evaluation has been performed. However, our investigation is ongoing. And device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncircle delta wire tipless stone extractor was found "broken" when removed from its packaging. Another same device was used to complete the procedure. Preliminary evaluation of the returned device found, the handle did not actuate the basket assembly. There were no adverse effects to the patient reported.